Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence and muscle spasm as the device was not working properly. The physician attempted to reactivate the aus while performing a cystoscopy, but it was noted that the cuff valve was obstructed; therefore, the activation was not successful. A replacement surgery has been requested. There were no further patient complications reported.